Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 12 june 2020: lot 1900539: (B)(4) items manufactured and released on 28-may-2019. Expiration date: 2024-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event. Additional implant involved: gmk-sphere 02.12.0512fr tibial insert fixed sphere flex size 5/12 mm r (k121416) lot. 1811504. Batch review performed by medacta regulatory affairs department on 12 june 2020: lot 1811504: (B)(4) items manufactured and released on 28-mar-2019. Expiration date: 2024-03-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event. Additional implant involved: gmk-sphere 02.12.0025r femoral component sphere cemented size 5+ r (k140826) lot. 1900333. Batch review performed by medacta regulatory affairs department on 12 june 2020: lot 1900333: (B)(4) items manufactured and released on 23-apr-2019. Expiration date: 2024-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event.

Event description:
The patient came in reporting pain 10 months after the primary surgery possibly due to an oversized tibia or undersized femur. The surgeon revised the size 5 tibial tray with a size 4 tibial tray, the size 5+ femoral component with a size 5 femoral component and size 5/12mm insert with a size 4/20mm insert. The surgery was completed successfully.